Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device cycling power unexpectedly was confirmed. Ventec replaced the cough valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it cycled power unexpectedly during startup. In this state, the device would be inoperative. There was no patient involvement associated with the reported event.